Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been replaced.

Event description:
Healthcare professional reported left side rupture. Device has been replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: the device related to the reported event of rupture was received on (B)(6) 2022, with lot number 1249468. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device in the patch/shell bond edge side assessed as unidentified (tear) opening (shell thickness was within specification) additional observations: ¿ wear abrasion observed on the device. ¿ creases fold observed on the device. No further actions are required as the device was implanted.